Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insulin gauge was inaccurate. Additionally, it was reported the cartridge was not detected by the pump. There was no reported adverse impact to customer's blood glucose level. The customer declined to troubleshoot or provide further information with tandem technical support.